Event description:
IV access was being established by rn. Nurse inserted needle into vein, confirmed a blood return, and started to advance catheter. Noticed tenting of the catheter, stopped insertion and withdrew catheter. Noticed catheter had broken off at the tip. Small piece remained in the pt's arm. MFR notified 6/28/99. Device will sent to ecri for eval.